Event description:
Pharmacist called to report a patient experienced an allergic reaction on an organ after application of floseal. Patient involved: yes. Patient is a female. Event ongoing? No. Event resolved? Yes. Additional information received on 25-jun-2008 from a dr: this female patient underwent a laparoscopic hysterectomy in 2008. Within a short time post operatively, the patient was taken back to the or due to bleeding. Under laparoscopic visualization, dr identified an arterial bleed which he cauterized successfully. In order to remove all fibrin clots from the peritoneal cavity, dr irrigated with 8000 mls of heparinized saline. The total heparin dose was calculated between 5000 & 6000 units. Following this irrigation, the surgical site was oozing diffusely which dr treated with 5 ml of floseal. He left the laparoscope in place and observed until all evidence of oozing stopped. Further irrigation was not used. The patient was discharged after 48 hours. Two weeks after discharge, the patient presented with a possible small bowel obstruction and general surgery was consulted. The patient had an endogastric tube placed and was observed for a period of time without improvement. She was taken back to the or for a possible small bowel resection. Upon opening a large amount of adhesions were visualized and an incidental appendectomy was performed. The pathology report on the appendix noted a high infiltration of eosinophils on the outside of the appendix which lead dr to believe this was an allergic reaction, either to a component of floseal or the heparin irrigation. This case has been reviewed based on new clinical findings and requires reassessment.

Manufacturer narrative:
From recent peer-reviewed publications and similar adverse event reports, it appears biologically plausible that in the absence of meticulous excess product irrigation floseal may potentially contribute to adhesion formation. Although a detailed investigation and follow up of the relevant product application details in this case is not feasible, in a very conservative post marketing surveillance approach we categorize this report as possibly related to the application of floseal. This will be kept on file for trending purposes.